Manufacturer narrative:
Associated products were not provided. It is unknown if qualified associated products were used. The root cause for the reported lens damage may be related to a failure to follow the IFU. Information was provided that the lenses were being folded in advance to facilitate faster case time. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. It is unknown if qualified associated products were used. The IFU instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The account manager reviewed the lens loading procedure and emphasized waiting until I/a to load the lens. The lens dwell time should be 3 minutes or less. Nursing and administration were brought up to speed, and the emphasis placed on folding the lens right before implantation. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported about marks on lens surface near haptic. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).